Manufacturer narrative:
Addition: updated adverse event codes (h6).

Event description:
Full overhaul needed damaged/cracked case rear and pressure sensors. There was no patient involvement. 01/02/2018 11:11:36 (B)(6) . Npi. 01/12/2018 08:12:21 (B)(6). 1z9791540270295392.

Event description:
Full overhaul needed. Damaged/cracked case rear and pressure sensors. There was no patient involvement. On (B)(6) 2018 11:11:36 (B)(6). On (B)(6) 2018 08:12:21 (B)(6).

Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number: 9616066-2020-02739). This MDR resubmission now reflects the correct product registration number. This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. This device was previously returned for service. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.